Event description:
It was reported to philips that the host computer had a defective power supply, which preventing the system from switching on. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.